Event description:
It was reported that during an arthroscopic acl reconstruction of the right knee, the tip of the product broke off. The tip was retrieved from the right knee. It was further reported that the procedure was completed and there was no harm to the pt. The pt was discharged the same day as the procedure.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.